Manufacturer narrative:
Philips service replaced the nehalem host pc biplane rev_iii no_hdd, imaging module bipl kit wp, psu, dell 635w fro t3600, table clamp+belly bar, and bipl table clamp and belly bar, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system fails to boot and screens remain black on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.